Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall  notification related to the sound abatement foam in certain CPAP, bipap, and mechanical  ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound  abatement foam. The patient has alleged visualization of particles. In addition, the patient also reported upper respiratory tract and lung discomfort. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Manufacturer narrative:
As per additional information received on 01/10/2024: the device was returned to a third-party service center and was scrapped. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.